Event description:
It was reported, through a medwatch report, that this right ventricular lead exhibited high impedance measurements. It was notified that an intervention was performed, however, the details of this were not specified. At this time, evidence suggest that this lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: h5: labeled for single use?

Event description:
It was reported, through a medwatch report, that this right ventricular lead exhibited high impedance measurements. It was notified that an intervention was performed, however, the details of this were not specified. At this time, evidence suggest that this lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.